Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter did not power on and she was sweating at the time of testing. She contacted a medical professional for advice and there is no info if she received any treatment. The pt was using the correct test strips and the batteries were replaced less than a year ago. Ccr was unable to resolve the issue and sent the pt a replacement meter. This case is being reported as a malfunction, since the power issue was not resolved.